Event description:
It was reported there was a speaker malfunction with no sound production. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Functional testing of the device indicated the speaker did not produce any sound. The device speaker and mainboard were replaced to resolve the no sound issue. The device remains at the customer site.

Manufacturer narrative:
It was reported there was a speaker malfunction with no sound production. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Functional testing of the device indicated the speaker did not produce any sound. The device speaker and mainboard were replaced to resolve the no sound issue. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a speaker malfunction with no sound production.  The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.